Manufacturer narrative:
The suspect product is the softclix plus.

Event description:
Pt reported the lancet does not retract into the lancet device and the lancet gets stuck in his wrist. No adverse event reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. The softclix plus system: lot not provided.